Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient's right atrial lead exhibited low pacing impedance, decreased sensing, high capture thresholds and insulation anomaly. The lead was explanted and replaced. The patient was in stable condition post procedure.

Manufacturer narrative:
Final analysis found insulation abrasion exposing the outer coil at 21.7 cm to 21.8 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. The abrasion found most likely contributed to the reported from the field.